Event description:
It was reported that an unspecified amount of bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes obtained a low draw of blood and the tubes would push off nonpatient end of needle. The issue is occurring with 4 lots, specific patient information was not obtained, however, customer stated that several patients were recollected. The following information was provided by the initial reporter:  "customer noticed the green tubes popping off the hub once put on. They must sometimes hold the tube on. Slow to fill. Other staff and other sites experienced the same issue. Customer uses the bd eclipse vacutainer needle 21g and bd ultra touch butterfly 23,21 g. They encounter the issue several times a week, about 4-5 incidences. Per customer, they sometimes draw other tubes at the same time. Blue, red, yellow, mint green, lavender. The other tubes seem to fill faster. Their centrifuge spins the tubes at 3500rpm ¿ swing bucket."

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that an unspecified amount of bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes obtained a low draw of blood and the tubes would push off nonpatient end of needle. The issue is occurring with 4 lots, specific patient information was not obtained, however, customer stated that several patients were recollected. The following information was provided by the initial reporter:  "customer noticed the green tubes popping off the hub once put on. They must sometimes hold the tube on. Slow to fill. Other staff and other sites experienced the same issue. Customer uses the bd eclipse vacutainer needle 21g and bd ultra touch butterfly 23,21 g. They encounter the issue several times a week, about 4-5 incidences. Per customer, they sometimes draw other tubes at the same time. Blue, red, yellow, mint green, lavender. The other tubes seem to fill faster. Their centrifuge spins the tubes at 3500rpm ¿ swing bucket." D.4. Medical device lot #: 2259090; d.4. Medical device expiration date: 30-sep-2023; h.4. Device manufacture date: 16-sep-2022.

Event description:
It was reported that an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes obtained a low draw of blood and the tubes would push off nonpatient end of needle. The issue is occurring with 3 lots, specific patient information was not obtained, however, customer stated that several patients were recollected. The following information was provided by the initial reporter:  "customer noticed the green tubes popping off the hub once put on. They must sometimes hold the tube on. Slow to fill. Other staff and other sites experienced the same issue. Customer uses the bd eclipse vacutainer needle 21g and bd ultra touch butterfly 23,21 g. They encounter the issue several times a week, about 4-5 incidences. Per customer, they sometimes draw other tubes at the same time. Blue, red, yellow, mint green, lavender. The other tubes seem to fill faster. Their centrifuge spins the tubes at 3500rpm ¿ swing bucket."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-12. H.6. Investigation summary: bd received 100 samples for investigation of lot 2259090. The samples were evaluated by functional testing and the indicated failure mode for underfill and tube push off with the incident lot was not observed. Additionally, retention samples from bd inventory of all affected lots were evaluated by functional testing and no issues were observed relating to underfill and tube push off as all samples met specifications. 10 production lot in-house retention tubes from each lot affected were draw tested. All tubes were within specification limits with no tube push off observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes obtained a low draw of blood and the tubes would push off nonpatient end of needle. The issue is occurring with 3 lots, specific patient information was not obtained, however, customer stated that several patients were recollected. The following information was provided by the initial reporter:  "customer noticed the green tubes popping off the hub once put on. They must sometimes hold the tube on. Slow to fill. Other staff and other sites experienced the same issue. Customer uses the bd eclipse vacutainer needle 21g and bd ultra touch butterfly 23,21 g. They encounter the issue several times a week, about 4-5 incidences. Per customer, they sometimes draw other tubes at the same time. Blue, red, yellow, mint green, lavender. The other tubes seem to fill faster. Their centrifuge spins the tubes at 3500rpm ¿ swing bucket."

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes obtained a low draw of blood and the tubes would push off nonpatient end of needle. The issue is occurring with 3 lots, specific patient information was not obtained, however, customer stated that several patients were recollected. The following information was provided by the initial reporter:  "customer noticed the green tubes popping off the hub once put on. They must sometimes hold the tube on. Slow to fill. Other staff and other sites experienced the same issue. Customer uses the bd eclipse vacutainer needle 21g and bd ultra touch butterfly 23,21 g. They encounter the issue several times a week, about 4-5 incidences. Per customer, they sometimes draw other tubes at the same time. Blue, red, yellow, mint green, lavender. The other tubes seem to fill faster. Their centrifuge spins the tubes at 3500rpm ¿ swing bucket." H.6 additional imdrf annex a code: a150206.

Event description:
It was reported that an unspecified amount of bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes obtained a low draw of blood. The issue is occurring with 3 lots, specific patient information was not obtained, however, customer stated that several patients were recollected. The following information was provided by the initial reporter: customer reports vacuum slower when pulling blood while using cat 367960 lot 2228625.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2228625. D.4. Medical device expiration date: 31-aug-2023. H.4. Device manufacture date: 16-aug-2022. D.4. Medical device lot #: 2228626. D.4. Medical device expiration date: 31-aug-2023. H.4. Device manufacture date: 16-aug-2022. D.4. Medical device lot #: 2321408. D.4. Medical device expiration date: 30-nov-2023. H.4. Device manufacture date: 17-nov-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.